Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other devices used: catalog #65786201400, versys femoral fiber metal collarless stem, lot #60425654;. Catalog #00631005032, trilogy longevity poly liner, lot #60681189. Catalog #00642803202, zimmer alumina ceramic femoral head, lot #60668239. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is alleging harm caused by the device, however the nature of the harm is unknown at this time.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. This device is used for treatment. Review of the implantation operative notes confirm that the patient underwent left total hip arthroplasty due to left hip avascular necrosis and degenerative joint disease. Primary operative notes were very brief, and gave no indications of a root cause. It is noted in the notes that "after implantation, the total hip was stable". The patient activity level and adherence to rehabilitation protocol is unknown. Product history search revealed no additional complaints against the related part and lot combinations. Review of the compatibility of the devices confirmed that these are an approved compatible combination. A definite root cause for the reported issue cannot be determined with the information provided.